Manufacturer narrative:
Patient identifier - requested, not provided, age and date of birth - requested, not provided, sex - requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was no seal loaded in the device. Patient was highly thrombolysed with urokinase so hemostasis was hard but was achieved by manual compression. It was reported that there was no health damage to the patient.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received for product evaluation. No accessory components were returned to the device. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. No other gross anomalies were noted on the returned device. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. Pullout has been known to be caused by user error, and obstructions to the anchor posting to the distal tip of the hemostatic sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.